Event description:
Patient reported, reporting left side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6a., h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
Clarification to d9.: only device photos were received. Visual analysis: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Patient reported, reporting left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported reporting left side rupture. The device remains implanted.